Event description:
It was reported that during gastric band procedure, the tubing fell off. While putting through the trocar and pulling the tubing, it fell off. A new band was pulled and the procedure completed without any impact to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.